Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited long charge time before reaching elective replacement indicator. The device was explanted and replaced on (B)(6) 2019. The patient was stable before, during, and after the procedure.

Manufacturer narrative:
The reported event of slow charge time was confirmed in the lab. Interrogation of the device revealed the device was at the elective replacement indicator when received. Pacing, sensing, impedance, hv output, patient notifier was tested and no anomaly was detected. The high voltage capacitors were analyzed by the manufacturer and a capacitor anomaly was noted. The cause of the field event was a capacitor anomaly.